Event description:
Procedure performed: robotic right hemi-colectomy. Description of event: it was being used to grasp tissue/specimens during the procedure. The procedure started off as a robotic case and converted to laparoscopic during the procedure. They noticed during the procedure that the latis pads had come away from the jaws and it was seen on the camera stack. The customer will be sending me images of the item and I will upload these upon receipt of the images. Replaced with another c4140 and no problems with that device, the procedure was then completed additional information received by company rep. Via e-mail on 13aug24: graspers were used to grasp tissue in the normal way, no different to how they always use the device. The pad was all retrieved, but not both pads on either side of the jaws was detached, just one side, as shown in the images. Intervention: replaced with another c4140 and no problems with that device, the procedure was then completed patient status: no injury to the patient occurred.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a detached pad. Visual inspection confirmed the complainant¿s experience of pad detachment. Based on the condition of the returned unit, it is likely that the pad detachment occurred during use in the procedure due to the latis material unraveling and releasing the pad from the jaw. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic right hemi-colectomy. Description of event: it was being used to grasp tissue/specimens during the procedure. The procedure started off as a robotic case and converted to laparoscopic during the procedure. They noticed during the procedure that the latis pads had come away from the jaws and it was seen on the camera stack. The customer will be sending me images of the item and I will upload these upon receipt of the images. Replaced with another c4140 and no problems with that device, the procedure was then completed additional information received by company rep. Via e-mail on 13aug24: graspers were used to grasp tissue in the normal way, no different to how they always use the device. The pad was all retrieved, but not both pads on either side of the jaws was detached, just one side, as shown in the images. Intervention: replaced with another c4140 and no problems with that device, the procedure was then completed patient status: no injury to the patient occurred.

Manufacturer narrative:
Correction: h6. Investigation conclusions.

Event description:
Procedure performed: robotic right hemi-colectomy. Description of event: it was being used to grasp tissue/specimens during the procedure. The procedure started off as a robotic case and converted to laparoscopic during the procedure. They noticed during the procedure that the latis pads had come away from the jaws and it was seen on the camera stack. The customer will be sending me images of the item and I will upload these upon receipt of the images. Replaced with another c4140 and no problems with that device, the procedure was then completed additional information received by company rep. Via e-mail on 13aug24: graspers were used to grasp tissue in the normal way, no different to how they always use the device. The pad was all retrieved, but not both pads on either side of the jaws was detached, just one side, as shown in the images. Intervention: replaced with another c4140 and no problems with that device, the procedure was then completed patient status: no injury to the patient occurred.